Event description:
On (B)(6) 2014, animas was notified of an allegation that a pump had a cracked battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and was evaluated by product analysis on 08/22/2014 with the following findings: upon investigation, the battery compartment was cracked at the threads. The battery cap was able to secure and maintain a power connection. Unrelated to the battery compartment crack, the display screen was found to be dim and discolored. (B)(6).